Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 57-70 mg/dl and a seizure; cause was not known. Customer consumed carbohydrates to address the issue. On (B)(6) 2023 customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.